Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
The patient passed away due to complications of aortic dissection during surgery. The patient experienced an aortic dissection with ascending aorta repair during implant. The case was complicated by bleeding and multiple products were given to the patient. The patient also experienced respiratory failure in the setting of pulmonary edema. The death was not considered to be device related. The left ventricular assist device (lvad) was functioning as expected.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the patient¿s outcome could not be conclusively established through this evaluation. Heartmate 3 lvas, serial number (B)(6), was implanted on (B)(6) 2023. The patient experienced complications due to an ascending aortic dissection during the implant surgery. The patient experienced bleeding requiring multiple blood products. The patient ultimately expired on (B)(6) 2023 due to respiratory failure in the setting of pulmonary edema. It was reported that heartmate 3 lvas, serial number (B)(6), was not explanted for evaluation as no autopsy was performed. The patient¿s outcome was not considered to be device-related, and it was reported that the device operated as expected. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU), rev. C is currently available. Section 1 ¿introduction¿ of this document lists death, bleeding, and respiratory failure as adverse events that may be associated with the use of the heartmate 3 lvas. Additionally, section 6 ¿patient care and management¿ provides information regarding the recommended anticoagulation therapy and inr (international normalized ratio) range, as well as considerations for when there is a risk of bleeding. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section d1 brand name: corrected. Section d4 catalog number: corrected. Section d4 primary UDI number: corrected. No further information was provided. The manufacturer is closing the file on this event.